Event description:
The customer reported that during use of this shaver blade in an arthroscopic knee procedure, metal shavings were observed in the surgical site. Follow-up with the customer found that not all metal shavings were retrieved through irrigation and suction. There was no report of serious injury or significant surgical delay related to this event. The surgery was completed using another shaver blade.

Manufacturer narrative:
Investigation results: an investigation of this device could not be performed, as the involved product was disposed of by the user facility. Associated reports: 1017294-2009-00201, 1017294-2009-00203.